Event description:
Information was discovered by millyard advanced medical products, llc by way of a technical investigation completed on 19-jun-2025. Despite no report of death or serious injury, this information is being reported out of an abundance of caution. The patient reported that their pumps and remote's would not stay paired. Troubleshooting was unsuccessful. The patient experienced a 4-hour interruption in therapy. No adverse side effects were reported. Logs from remote (B)(6) (paired with pump (B)(6) show the logs cut out after a delivery was started on the date of the complaint, indicating the pump powered off unexpectedly. The logs show that the pump and remote were frequently disconnected during deliveries. Logs from remote (B)(6) (paired with pump (B)(6) show that the pump and remote were frequently disconnected during deliveries. During investigation, an rf power test was performed on the remote's and pumps in both systems. Rf power from the pumps and remote's was confirmed to be within specification. The pumps and remote's were disassembled for further investigation, and evidence of fluid ingress was found to be the cause of the reported issues in both systems. Both systems functioned within specification as they alarmed accurately and entered a failsafe condition.